Manufacturer narrative:
(B)(4). Batch # n9196w. Investigation summary: the handpiece was received disassembled and the ¿transducer assembly¿ attached to a harh36 device. The nose cone was cracked. In addition, two a photo image was also received for evaluation. The first image provided by the customer is that of an harh36 with the transducer assembly attached. Beside the device a mid housing of an hp054. The second image is that of an hp054 connector and a trigger of an harh36. The batch of both device can be seen as n9196w139 and t93j5y s/n (B)(4). The "transducer assembly" was forcibly removed from the disposable no functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the hand piece got broken during the detachment of the scissor at the end of the bypass procedure. No patient consequences.